Event description:
Caller reported that a malfunction occurred on the pump, displaying malf 12. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappears, an instruction that the caller acknowledged and understood.